Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays confirmed migration of occipital leads (off label). Surgical intervention was undertaken wherein the leads were explanted and replaced with another model. The patient received 2 leads with the same lot number.

Event description:
Additional information received identified effective stimulation was restored through reprogramming.